Event description:
Customer reported a high rate of false positive results for flu b on lot: 709737. Some results were confirmed to be negative; the customer did not specify the confirmatory method. All patients were considered symptomatic. Customer reported at least 6 but were unable to provide an exact number. Report 3 of 6.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.